Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2019, the 80 pound (lb.) Torque knob of the a3059 mayfield composite series skull clamp went from 80 lbs. To under 40 lbs. Which caused the clamp to slip. The patient incurred a laceration. Additional information was received on (B)(6) 2019 and (B)(6) 2019 that the clamp was placed on the patient for a c4-6 posterior cervical discectomy and fusion while on the stretcher. The patient was then being turned prone when the headclamp went from 80 lbs. To 10 lbs. The patient was immediately returned to the stretcher and the headclamp was removed from the room. There was a delay in the procedure since the patient had to have 15 staples placed on the left side of the head because of the laceration. A different headclamp was used without issue and the procedure progressed. At the end of the procedure, the staples were removed and a monocryl suture was used. According to the customer, they assumed that the patient was doing fine after they left the operating room.

Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. No issues observed. Repair could not duplicate lock moving when locked in place, when unit is properly positioned and put under pressure ,unit will function properly. The device history record showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Root cause was unknown, however: most probable root causes are outlined in our risk management file: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure.